Event description:
The pt is pursuing a product liability claim arising out of the use of a durom acetabular cup. It was reported that the pt was implanted an unk durom hip component on (B)(6) 2006 and underwent revision surgery on (B)(6) 2012 due to pain and loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).